Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during an expert tibia nail procedure a drill bit stopped working without a lot of force applied. The adapter got stuck in the radiolucent drill and it was hard to remove. The drill bit also could not be removed after trying to remove with pliers. The radiolucent drill became very hot while using; there was a black oil-like substance that came out of the radiolucent drill with the drill bit still attached. This was the second incident within two days. There was a 15 minutes surgical delay. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Device is an instrument and is not implanted / explanted. (B)(6). Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is unknown. A review of the device history records was completed: no non-conformance reports were referenced to the purchase order the device batch was acquired through. The device history record shows no issues contributing to this complaint. A manufacturing evaluation was completed: the visual inspection revealed that the coupling side of the drill bit was deformed and coated with bush material residues. It was identified that due to abrasion of the radiolucent drive bush, coupling side of the drill bit was deformed and coated with bush material residues. The complaint could be confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.